Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the image was dark and could not be seen. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Following tests were performed but the reported phenomenon could not be reproduced. Image change due to moving of the connector: no abnormality. Image change due to heating of the tip and connector: no abnormality. Image change due to aging (energized for 1 hour): no abnormality. It was also confirmed that there was no air leak. The manufacturing record was reviewed and found no irregularities. Since the reported phenomenon could not be duplicated, the exact cause of the reported event could not be conclusively determined. Omsc presumed ccd deterioration because ccd unit had not been replaced since the delivery (november 2017). Due to ccd deterioration, an abnormality in output occurred resulting in no image. It was considered that there was no reproducibility because ccd was not completely broken but unstable.